Event description:
It was reported that the patient had a known malpositioned pump inflow cannula that pointed to the anterior apical wall rather than towards the mitral valve. The patient had position dependent low flow alarms previously, but the alarms became more frequent and independent of position. A computed tomography angiography (cta) was performed on (B)(6) 2023 and captured the outflow graft extending to the ascending aorta with patency at the origin and throughout the outflow graft (cs-195140). There was a mural thrombus throughout the course of the outflow graft which appeared greater in the interval with outflow graft patency reduced to 50% luminal dimension near the aorta. Arterial contrast within the proximal graft showed a diameter of 15 millimeters compared with the overall outflow graft dimension of 31 millimeters. The patient was admitted currently, and a repeat cta was ordered. The patient was otherwise asymptomatic with alarms. The event log files captured multiple consecutive low flow alarms.

Manufacturer narrative:
The report of cta (B)(6) 2023 with evidence of mural thrombus throughout the course of the graft is reported under (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b5: corrected to remove internal manufacturer reference number. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected section h6: health effect - impact code corrected manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed, and a direct correlation between the issue and the low flow events observed from the submitted log file could not be conclusively established through this evaluation. The submitted log file captured several low flow events on 12apr2024. There were no other notable events captured, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a known malpositioned pump inflow cannula that pointed to the anterior apical wall rather than towards the mitral valve. The patient had position dependent low flow alarms previously, but the alarms became more frequent and independent of position. A computed tomography angiography (cta) was performed on (B)(6) 2023 and captured the outflow graft extending to the ascending aorta with patency at the origin and throughout the outflow graft. There was a mural thrombus throughout the course of the outflow graft which appeared greater in the interval with outflow graft patency reduced to 50% luminal dimension near the aorta. Arterial contrast within the proximal graft showed a diameter of 15 millimeters compared with the overall outflow graft dimension of 31 millimeters. The patient was admitted currently, and a repeat cta was ordered. The patient was otherwise asymptomatic with alarms. The event log files captured multiple consecutive low flow alarms. The report of a cta on (B)(6) 2023 with evidence of mural thrombus throughout the course of the outflow graft is reported under MFR #: 2916596-2024-00035.